Event description:
Portion of disposable endo catch noted present in abdomen: 1st surgery. Laparoscopy and endocath was used. Pt complained of progressive abdominal pain - from 2/01-5/01. Foreign body removed.